Event description:
The reporter contacted animas on (B)(6 )2012, stating that the keypad was unresponsive. The reporter noted moisture under the lcd screen and denied any damage to the keypad. There is no further information regarding the complaint available at this time. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of button contact contamination. Examination revealed visible moisture in the display lens. The display lens was found to be leaking. The pump was opened for investigation and revealed moisture damage of the internal printed circuit board.